Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure, the set screw would not tighten down around the lead. The procedure initially began with using the old lead with a new neurostimulator, but high impedances were noted. The lead was changed out to a new lead. Impedances were normal, but the lead could not be inserted. Additional information was requested.